Event description:
It was reported that the programmer would not power on. It was noted that several different cords were tried. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not power on and the power supply was replaced to resolve. Analysis also noted that the stop latch on the printer drawer would intermittently not drop to the down position and the printer drawer was replaced. (B)(4).